Manufacturer narrative:
A product investigation was completed: per the technique guide, these implants are intended for use in internal fixation across various fracture locations. In this case, the reported procedure was a comminuted distal third left humerus fracture. Information regarding use is provided per the large fragment locking compression plate (lcp) instrument and implant set technique guide. Two returned cortex screws were received with a break in the threaded region of the shaft. The break is roughly transverse and located approximately 11.25mm and 8.80mm from the proximal end of the screw. The distal threads were not received. The fracture sites were examined and no material voids or irregularities were identified. The balance of each screw shows general wear and surface scratches consistent with implant and subsequent removal over 7 months later. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the screws are already broken. Based on the obtainable features of the broken screws, it was determined to be conforming to and, thus, likely from the 4.5mm cortex screws, self-tapping family (part number 214.8xx/214.9xx). However, given the missing distal threads and damage, the part numbers and drawing revision cannot be definitively determined. A review of the design drawing for the probable screw family was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The break is consistent with the result of excessive shear forces. When there is insufficient reduction or healing is delayed there are increased loads the implant must withstand, that would normally be supported by the bone, which could eventually cause it to break due to metal fatigue. This is further impacted by patience compliance and activity level, comorbidities, and the surgical technique. The reported procedure was a comminuted distal third left humerus fracture. Per the complaint file, the patient was reported as non-compliant with multiple co-morbidities including arthritis, gout, high blood pressure, blood clots, osteoporosis, obesity and a delayed union/nonunion was reported. Furthermore, based on the returned implants it appears only cortex screws were utilized. Per technique guide, locking screw fixation provides the greatest advantage in poor quality bone. Thus, it is most probable that patience compliance and activity level, comorbidities, and the surgical technique resulted in the complaint condition. However, since the specific conditions at the time of the break are unknown, the root cause cannot be definitively determined. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Part of device remained in the patient; device not considered explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for two unknown cortical screws which had reportedly broken postoperatively and could not be completely removed. Specific part and lot numbers were not provided by reporter. It was reported that the following screws were implanted in the patient. These screws include the following part numbers: 214.824, 4.5mm cortex screw self-tapping 24mm, common device name-screw, fixation, bone, device product code-hwc, (B)(4); 214.826, 4.5mm cortex screw self-tapping 26mm, common device name-screw, fixation, bone, device product code-hwc, (B)(4); and 214.828, 4.5mm cortex screw self-tapping 28mm, common device name-screw, fixation, bone, device product code-hwc, (B)(4). It is unknown which of these screws were found to be broken. The subject devices are expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal was performed. The original procedure to repair a comminuted distal third left humerus fracture was performed on (B)(6) 2015. The patient was non-compliant with multiple co-morbidities including arthritis, gout, high blood pressure, blood clots, osteoporosis and obesity. Delayed union/nonunion were reported. The hardware was explanted on (B)(6) 2015. The explanted hardware included six (6) cortical screws (two of which were broken with partial shaft of screws left in patient), and one plate (removed intact). The patient was revised to a medial 3.5mm 8 hole extra-articular plate. During the procedure a 2.5 drill bit was broken and a part was left in the patient. The broken drill bit event is addressed and reported separately under (B)(4). This complaint addresses the need for revision surgery. This report is for two unknown cortical screws which had reportedly broken postoperatively and could not be completely removed. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.